Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) surgery at t12/l1 level. During surgery, the shaver twisted and broke, the instrument was unusable. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event. No fragments remained inside the patient.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~45 mm of the instrument tip has been twisted consistent with interface during usage. Dimensional inspection of relevant dimensions verified conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.